Manufacturer narrative:
Device passed the displacement test and unexpected restart error test. No unexpected restart error anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. The customer was able to clear the alarm and rewind the pump during first alarm later they weren't able to clear the alarm after changing batteries. The patient¿s blood glucose level was 98mg/dl at the time of the incident. Issue was not resolved by troubleshooting. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is expected to be returned for analysis.